Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device passed external physical visual inspection. The receiver was unable to be charged and booted and the data log was unable to be retrieved. The receiver case was opened for interior inspection and there was no moisture damage found. It was verified via product inspection that the main pcba board was defective. The u6 by voltage was measured at tp21=0.08v. The reported issue was confirmed. The root cause was determined to be a defective u6.